Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has a suspected fracture, no capture and undefined impedance qualified as high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: adverse event problem. If information is provided in the future, a supplemental report will be issued.